Manufacturer narrative:
(B)(6).

Event description:
It was reported the display is not clear. There was no report of patient injury or harm. The device was reported to be in use on a patient, but no adverse event to patient or user was reported. The manufacturer's authorized field service engineer (fse) evaluated the device and confirmed the reported problem. Upon conclusion of the evaluation, it was determined that this was a malfunction of the front panel assembly, no quote was submitted as this item was mishandled by the customer. The device remains at the customer site and no further evaluation is warranted at this time.